Event description:
It was reported that the patient had experienced persistent pain since the spinal cord stimulation (scs) implant procedure. The feeling was described as stimulation localized around the anchor site. Multiple programming strategies were attempted, including various stimulation configurations, but the pain resolved only when stimulation was turned off. The patient underwent a revision procedure (see MFR. Report 3006630150-2026-01207); however, the pain did not resolve. Subsequently, the patient underwent a system explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: n/I, model: n/I, serial: n/I, batch: n/I, UDI: n/I. Brand name: n/I, model: n/I, serial: n/I, batch: n/I, UDI: n/I.